Manufacturer narrative:
An event regarding revision involving an unknown knee implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as device details, return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. A triathlon ts knee construct plus 2 stems were implanted.